Manufacturer narrative:
The pump passed the displacement, unexpected restart, off no power, rewind, basic occlusion and self tests. No motor error alarm was noted during testing. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to the moisture damage on the force sensor resistor. No battery out limit alarm noted. All operating currents were within specification and all buttons functioned properly. However, found corroded keypad traces. No button error alarm noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unresponsive buttons and that the device alarmed with a button error. The patient's blood glucose at the time of incident is 40 mg/dl. The customer treated with peanut butter crackers and her current blood glucose was 110 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.